Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's atrial lead had dislodged and the right ventricular lead exhibited r-wave amplitude variation. An attempt to reposition the atrial lead was unsuccessful. Both leads were explanted and replaced. Upon removal of the atrial lead, a small white plastic piece came out with the lead. According to the physician, the piece was the lead helix. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.